Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a zelantedvt thrombectomy system. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with the female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration and a loss of aspiration occurred. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the common iliac vein. The device was successfully primed. During the procedure after about 30 seconds of aspiration, an error message to "check saline supply" displayed. A leak was noticed. Re-priming the catheter would not work. Another catheter was selected, but that catheter would not prime either. Because they had no further catheters to use, a competitive device was used to complete the case. There were no patient complications and the patient was fine.